Event description:
The customer called to report a button error alarm after submerging the insulin pump in water for an extended period of time. The customer then stated that he was hospitalized for diabetic ketoacidosis. The customer was unable to use the insulin pump after getting it wet, and was without insulin for approximately 14 hours. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on the button/keypad trace.